Event description:
It was reported that the user experienced hyperglycemia at 377 mg/dl while using the ilet and had previously been advised to perform a factory reset; device reports showed insulin delivery, and the user was counseled to perform a full supply change, which they agreed to complete independently. Investigation of this case revealed that insulin was being delivered, with no confirmed device malfunction, and that a supply change was advised due to unclear cause. Clinical symptoms include muscle weakness and lethargy associated with hyperglycemia reported. Outcomes included no hospitalization and no request for follow-up. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.